Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant, the right ventricular (rv) lead exhibited high threshold and was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.